Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple emergency backup battery (ebb) fault alarms, which did not resolve with the usual recommendations: self-test on the mobile power unit (mpu), reseating the ebb, and replacing the ebb. The ventricular assist device (vad) team decided to replace the system controller. Following review of the submitted log files by tech services, it appeared on (B)(6) 2025 that the log file captured ebb faults. The ebb fault was due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2025 at 13:24:00, the controller periodic log files captured an active backup battery fault alarm due to the backup battery not passing the load test. Due to the exact onset of the alarm not being captured in the log file, the cause of the backup battery not passing the load test is unknown. On (B)(6) 2025 at 16:21:30, the controller event log files captured the alarm clear after a load test was performed. The backup battery did not impact the controller¿s ability to support the pump. The returned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the backup battery was reseated and replaced without resolution of the alarms. Multiple attempts were made to obtain additional information regarding if the exchange of the controller resolved the alarms. A review of patient history revealed previous backup battery fault alarms on (B)(6) 2025 and (B)(6) 2025. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.